Event description:
Material#: mz9270 batch number#: unknown (24069402). It was reported by customer that bd maxzero microbore tri-fuse extension set was added to a central line, no issues noted when priming. However, a couple of hours later the sheet on the bed was noted to be damp and upon further inspection the filtered lumen of the tri-fuse set was leaking. This was replaced with a new extension and the leak was confirmed with flushing the filtered lumen. This leak was where the plastic filter attaches to the tubing on the side of the filter that is proximal to the patient. Verbatim#: rcc received a complaint via email. Product name set ext micbor trifus 3iv 4clm. Manufacturer bd. Catalog # mz9270. Item # 614617. Issue description bd maxzero microbore tri-fuse extension set was added to a central line, no issues noted when priming. However, a couple of hours later the sheet on the bed was noted to be damp and upon further inspection the filtered lumen of the tri-fuse set was leaking. This was replaced with a new extension and the leak was confirmed with flushing the filtered lumen. This leak was where the plastic filter attaches to the tubing on the side of the filter that is proximal to the patient.

Manufacturer narrative:
The customer reported the tubing and filter were leaking, and returned one set of material mz9270, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water and the complaint was verified, leaking was found from the filter outlet port at the connection with tubing. The manufacturing is working on the root cause for the solvent issue through a funded project to ensure that the risk of recurrence is addressed. A quality alert was generated 07nov2024 to communicate the failure and reinforce the correct method of joining the components (tubing/pediatric filter). This issue is a high-priority for bd quality.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: mz9270 batch number#: unknown it was reported by customer that bd maxzero microbore tri-fuse extension set was added to a central line, no issues noted when priming. However, a couple of hours later the sheet on the bed was noted to be damp and upon further inspection the filtered lumen of the tri-fuse set was leaking. This was replaced with a new extension and the leak was confirmed with flushing the filtered lumen. This leak was where the plastic filter attaches to the tubing on the side of the filter that is proximal to the patient. Verbatim#: rcc received a complaint via email. Product name set ext micbor trifus 3iv 4clm. Manufacturer bd. Catalog # mz9270. Item # 614617. Issue description bd maxzero microbore tri-fuse extension set was added to a central line, no issues noted when priming. However, a couple of hours later the sheet on the bed was noted to be damp and upon further inspection the filtered lumen of the tri-fuse set was leaking. This was replaced with a new extension and the leak was confirmed with flushing the filtered lumen. This leak was where the plastic filter attaches to the tubing on the side of the filter that is proximal to the patient.